Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided,and not visible on returned device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left side breast implant deflation concomitant products: right side; 175cc mentor smooth round moderate profile; catalog #: 3501620; sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 175cc mentor smooth round moderate profile and was presented with left side breast implant deflation noticed by patient. As a result, the device was explanted, and replaced with mentor saline implant catalog number: 3501620; serial number: (B)(4) on (B)(6) 2019. .

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a siltex cracking was observed at the anterior view. Leak testing was performed and within the siltex cracking, a rupture was noted in the antterior aspect, measuring approximately 1.0 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).